Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used partial bluselect suctionaid, cuffed, non-fen. One (1) customer image was returned showing the blue suction connector separated from the suction line tubing. As received, only a partial segment of the trach tube was returned. Only the suction line and suction connector were returned. The blue connector was returned lodged into a non-ICU mating suction device. The suction tubing was separated from the connector. No other damages or anomalies were observed. The complaint of separation can be confirmed. The probable cause is due to unintentional pulling forces on the connector during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the suction port came off while the suction port was being connected to the suction connector tube. The event occurred in a hospital and was operated by a health professional. The faulty occurred found presumably occurred during suction after applying the product to the patient. There were patient involvement and patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.